Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The patient medications were changed. The patient was discharged.